Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump was stuck and the buttons did not respond. The customer removed the battery and inserted a new one but the screen became black and a constant tone started to beep. After leaving the insulin pump at rest for two hours, the same issue recurred. The constant tone started to beep. Customer's blood glucose level was 130 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and had a button error alarm due to corroded keypad traces. No unlock connector and no constant tone or audio beep anomaly noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, severe scratched lcd window and cracked battery tube threads.